Event description:
The customer reported that they received multiple discrepant total hemoglobin (thb) results on one patient when compared to repeat testing using different samples on another rp500e analyzer and a laboratory analyzer. There is no report of injury due to this event.

Manufacturer narrative:
The customer reported instrument is operational and the quality control is passing. The customer provided data files for investigation and the investigation is ongoing. Per in the instrument manual, "perform analysis within 10 minutes of collection for standard blood gas samples. If a prolonged time delay of more than 30 minutes before analysis is anticipated, storage in ice water is recommended. Thb results are affected by red blood cell distribution. Red blood cells settle during storage, which reinforces the need to mix the sample well by inversion and rolling prior to analysis." The cause of this event is unknown.

Manufacturer narrative:
A review of the available data from the rp500e instrument including the co-oximetry subunit, was found to be performing as intended. There were no system or sensor specific errors in and around the time of the patient sample in question. The aqc data for the total hemoglobin (thb) parameter was stable for the duration of measurements and within reportable range. For the patient samples in question, the instrument logs were reviewed, and no anomalous behavior was noted. The samples passed all internal sample and quality checks. Thb assays have differences in methodology that vary for different platforms. Thb assays are also known to be highly sensitive to sample collection and handling techniques. This review did not find any evidence of a system or sensor malfunction for the escalated rp500e instrument. The cause of the event is unknown. The rp500e is performing as intended and currently operational. No product problem identified.